Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that product sterility was compromised and the user was cut. A 2.75 x 20 synergy ii drug-eluting stent was selected for use. However, during preparation, upon removing the balloon protector, the scrub nurse felt something sharp and it was then noted that his gloves was torn and he cut himself. The device did not enter the patient and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient did well.